Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). The excessive no delivery test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. All alarms were recorded in the alarm history. No history anomaly was noted. The following physical damage was also found: minor scratches on the lcd window, a broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call that his son's insulin pump alarmed with no delivery twice, but the alarms were not recorded in the pump history menu. The most recent no delivery occurred during a bolus attempt, and a motor error alarm was received shortly afterward. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting could not occur for the no delivery since it had already been resolved by an infusion set change. However, troubleshooting was initiated for the motor error. The drive support cap appeared normal. The customer was also able to rewind the pump. The pump passed the displacement test and manual prime test. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.